Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter would not register a glucose reading when the test strip with a sample was inserted. On (B)(6) 2020, as a result of the customer being unable to monitor their blood glucose, they experienced dizziness, inability to think, and was unable to treat themselves. Hcp contact was made and a laboratory test of "300-400 mg/dl" was obtained, and the customer was treated with insulin (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc blood glucose meter would not register a glucose reading when the test strip with a sample was inserted. On (B)(6) 2020, as a result of the customer being unable to monitor their blood glucose, they experienced dizziness, inability to think, and was unable to treat themselves. Hcp contact was made and a laboratory test of "300-400 mg/dl" was obtained, and the customer was treated with insulin (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the meter serial number was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and for the freestyle freedom lite meter, and there were no adverse trends that indicate any potential product-related issues. The DHR's (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.